Event description:
According to the reporter, during an open panniculectomy procedure, while on closing, the suture was too brittle and broke easily. The surgeon finished the case using the same suture. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.